Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that the desktop charger connector pin was broken and broke off inside the recharger. The patient was able to pull out the connector pin from the recharger. The issue occurred on (B)(6) 2016 and this was not an out of box failure. There were no associated symptoms. The patient received the replacement desktop charger, but the recharger was still not getting power. He later reported that his parkinson's device was not working. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the desktop charger, serial #(B)(4), found the cable assembly had broken connector pins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.